Event description:
The customer reported that the system would not recover from standby mode. A reboot was required to restore system functions. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses and connectors were reseated. The power supply wiring harness, hand switch, foot switch, and x-ray button were replaced during the service call. The system was tested and found to be working as intended and put back into service.